Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a on (B)(6) 2022 a 25mm portico valve was selected for an implant using a small flexnav delivery system. The patient had a horizontal anatomy with a perimeter 72.5mm. The valve was positioned at 4mm below non-coronary cusp (ncc). During final deployment, the valve migrated and was snared above the sinotubular junction (stj) and away from the coronaries. The physician aware of the IFU warning against snaring the valve. There was no forward or back tension noted on the delivery system during deployment. A valve in valve procedure was performed with a second 25mmprotico valve that was successfully implanted. Patient doing well on post day one echo and discharged over the weekend.

Manufacturer narrative:
An event of the valve migrated during final deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."